Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. However, device alarmed a21 after battery change and resets time/date to factory default due to connector voltage leak at interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had unexpected restart. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that the customer was able to clear the alarm as well as able to complete the insulin pump rewind. The customer reported that he received another unexpected restart alarm after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.